Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The remote user interface was replaced. The system was found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed error messages, would not move, and needed to be rebooted. No pt injury was reported.